Manufacturer narrative:
Citation: (B)(6) md. Et al. Outcomes of transcatheter aortic valve replacement for bicuspid aortic stenosis ¿ a systematic review of existing literature. Expert review of pharmacoeconomics & outcomes research. (2017) dec;17(6):579-585 doi 10.1080/14737167.2017.1391692. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve replacement (tavr) into patients with a bi cuspid native aortic valve. All data were collected from multiple centers between 2005 and 2017. The study population included 1 ,300 patients, which were implanted with a corevalve, evolutr or a non-medtronic tavr. Serial numbers were not provided. The study population was predominantly male. Among all patients adverse events included: cerebral vascular accident (cva), vascular complications, greater than mild aortic regurgitation, electrocardiogram (ECG) changes treated with permanent pacemaker implant, the implant of a second valve, and conversion to surgery. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.